Event description:
It was reported that the patient underwent pump implant in 2007. He then experienced back pain the following month. The pain worsened over the subsequent months. The dose of gabalon was gradually titrated and was 530 mcg/day at one point in time (original month). The reporter stated that there were 3 possible causes of the back pain; worsened spinal cord arteriovenous malformation (avm); effects from past hemorrhage associated with spinal cord avm and irritation of the dorsal root and dorsal column from the intrathecal catheter. The patient was hospitalized in 2008 and the catheter was surgically repositioned two days later; the back pain was "resolving".

Manufacturer narrative:
Other = catheter.